Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 703:00 was found and confirmed during service evaluation. The assignable cause was not identified in the evaluation provided by quality engineering. However, this pump is a stay-in pump, and is scheduled for service at a later date. As a result, root cause analysis and repair of the reported problem will not be performed at this time. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a 703:00 failure code, which interrupted delivery twice on the reported occurrence date. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.